Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2011. The patient experienced multiple complications, including erosion, requiring additional medical intervention. No additional information has been provided.

Manufacturer narrative:
Undefined medical intervention required. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.